Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, probable causes include, damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cysto-nephro videoscope exhibited the fiber cord exposed on the insertion tube of the scope. The issue occurred during reprocessing. There were no reports of patient involvement.